Event description:
The patient underwent an MRI scan with the hitachi altaire device in february 2004. The imaging center reported to hitachi medical systems. Inc in 2005 the patient complained of tinnitus. Hearing protection was provided. After the patient compplained, additional protection was provided. The patient was given the opportunity to stop the scan, but declined.